Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapler firing on a robotic laparoscopic low anterior resection, the stapler was not able to fire. A new shell was used to complete the case. There was no patient injury.